Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# va0wmv4, implanted: (B)(6) 2015, explanted: (B)(6) 2017, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient and healthcare professional (hcp) reported via a manufacturer representative (rep) that the patient had not had a good outcome with her existing device. The patient stated the test was inconclusive and the hcp thought the implant would help her and it didn¿t. It was noted the device off when she saw the hcp. It was noted the device was replaced on (B)(6) 2017. The patient was staged on (B)(6) and would be implanted on (B)(6) if the patient responded well. It was noted the patient had an excellent response with the lead and was implanted with the replacement on (B)(6). It was noted the rep was not aware of any environmental issue that led or contributed to the issue. There were no further complications that have been reported as a result of this event. The patient is implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.